Event description:
It was reported on (B)(6) 2026 a 22mm amplatzer amulet left atrial appendage occluder was selected for implant using a 12f amplatzer amulet delivery sheath for a left atrial appendage (laa) closure. During the procedure the activating clotting time (act) was between 250-300 seconds and heparin 9000 units was administered. The left atrial pressure was 12 mmhg and the heart rhythm was normal sinus. Transseptal was made at the inferior posterior location. The wire was positioned in the left upper pulmonary vein (lupv). The device was partially recaptured twice. The device was implanted. Later that afternoon, the patient collapsed and CPR was performed. Transthoracic echocardiogram (tte) confirmed a circumferential pericardial effusion. Tamponade was determined to be present. A pericardiocentesis was attempted but not successful. The device was surgically removed. The device was explanted. The patient status was stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.